Event description:
Info received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The tech isolated the issue to a non-functioning CPR valve. The CPR function itself was not working. He replaced the CPR valve to repair the bed.